Event description:
Affiliate reported the customer alleged a cassette was inserted into a sterrad 100s sterilizer and failed on the first cycle. Then a second 'empty cycle' was processed. On the third cycle the system had successful parameters but the chemical indicators did not change. The technician thought that an empty cassette had been re-inserted into the sterrad system. The affiliate reprocessed the load there were no reports of pt injury.

Manufacturer narrative:
Conclusion: other: a CAPA has been issued for a design change proposed to actively sense the injection of peroxide. A review of the hhe health/risk index is low for a cycle complete without peroxide injection. The affiliate later reported that a fse visited the customer site on 05/18/09 and implemented the required software upgrade as indicated in the CAPA.